Event description:
It was reported that stent fracture and shaft break occurred. A 9 x 80 x 75 epic stent was used for treatment. However, during the procedure, the stent part was separated by sheath break. The procedure was completed with another of same device. No patient complications were reported and the patient status was normal. It was further reported that the target lesion was over 70% stenosed, located in the moderately tortuous and mildly calcified external iliac artery. The shaft broke in two pieces, the shaft portion in front of the mounted stent, remained inside the patient. The broken portion was removed from the patient using a snaring. It was further reported that this event and the complaint device reported was the same in emdr 2134265-2021-13002.

Event description:
It was reported that stent fracture and shaft break occurred. A 9 x 80 x 75 epic stent was used for treatment. However, during the procedure, the stent part was separated by sheath break. The procedure was completed with another of same device. No patient complications were reported and the patient status was normal. It was further reported that the target lesion was over 70% stenosed, located in the moderately tortuous and mildly calcified external iliac artery. The shaft broke in two pieces, the shaft portion in front of the mounted stent, remained inside the patient. The broken portion was removed from the patient using a snaring.

Event description:
It was reported that stent fracture and shaft break occurred. A 9 x 80 x 75 epic stent was used for treatment. However, during the procedure, the stent part was separated by sheath break. The procedure was completed with another of same device. No patient complications were reported and the patient status was normal.